Event description:
It was reported that during the procedure in the mid left anterior descending artery, a non-abbott guide wire was advanced and pre-dilatation was performed using a non-abbott balloon. A 2.5 x 28 xience v stent system was advanced; however, strong resistance was felt between the guide wire and the stent system before entering into the guiding catheter. An attempt was made to withdraw the stent system, resistance was felt, strong force was applied and the distal shaft of the stent system separated on the guide wire outside of the anatomy. Additionally, the stent dislodged from the balloon outside of the patient anatomy. The separated distal segment was successfully removed from the guide wire. A promus stent system was advanced successfully on the same guide wire and deployed at the target lesion. The procedure was completed and there was no adverse patient effect. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the stent delivery system (sds) noted with blood visible in the outer member and on the hypotube, which is consistent with a separation and handling. There was contrast on the hypotube, which is consistent with handling. The stent implant was dislodged from the balloon and returned, confirming the reported information. There were mangled struts in the distal end of the stent. The balloon was separated at the proximal seal and was not returned, confirming the reported separation. The material at the separation was jagged. The inner member was separated 7 mm distal to the guide wire exit notch. The material at the separation was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress or fatigue). Only a portion of the separated inner member was returned, for a length of 11.8 cm. The material at both ends of the separated inner member were stretched and jagged. There was hole in the separated inner member and lifted material at the same location. The stent outer diameters were measured and met manufacturing criteria. Functional testing could not be performed due to the separation. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the separated distal portion of the catheter and guide wire used in the procedure may have aided in the investigation and determination of cause. In this case, as excessive force was applied to the catheter in the attempt to remove the sds from the guide wire, this would contribute to the shaft separating and noted damage to the inner member. Additional handling of the sds would have contributed to the stent dislodging from the balloon and the noted damage to the stent. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, the IFU states that, applying excessive force to the delivery system can potentially result in loss or damage to the stent and-or delivery system components. However, due to the condition of the returned sds, the initial cause of the resistance with the guide wire could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the difficulty advancing-removing the sds could not be determined; however, the shaft separation and stent dislodgement appear to be related to the operational context of the procedure. Dil cath: unspecified, guide wire: runthrough hypercoat, stent: promus,